Event description:
It was reported that a solution administration set was contaminated with particulate matter (pm) in the fluid path. The pm was further described as, ¿white spots were noted in the chamber¿. It was not specified when in the process step this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and confirmed white particles inside the chamber. The reported condition was verified. The cause of the condition was due to a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.